Manufacturer narrative:
Integra has completed their internal investigation on 12 apr 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the unit was received with a loosened button head screw. The torque screw is within tolerance. No slippages were found when the unit was submitted to the skull model test. During the investigation a slightly movement was observed in the locking mechanism. Regardless of the deviation of the locking mechanism (movement in locking mechanism), it is worth stating that the patient would not have experienced slippage/laceration since the pressure screw was within specification and did not loosen during function test (remained under pressure the whole time). The DHR review has been deemed satisfactory. Date of manufacture: 31 mar 2010. A review of DHR's containing lot code 101 showed that the following lots passed the required inspection points without mrrs or variances. No trend has been identified. Conclusion: after performing tests, no slippages were found when the unit was submitted to the skull model test. Furthermore the skull model did not become loosen when the button head screw was removed. Only when the torque screw was loosened by the technician the model skull could be moved out of the clamp. Root cause cannot be determined.

Event description:
A complaint was received for the a1059 mayfield skull clamp. The screw near the torque screw had lacerated a patient when the patient was being positioned in the skull clamp. Additional information has been requested.